Manufacturer narrative:
This has been reassessed and found not to be associated with a serious injury or potential for serious with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy procedure, the device was difficult or unable to close. They had to change the device to complete the case. No injury was noted on the event.